Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was buried a little deeper. The patient was reportedly doing well post operatively.